Manufacturer narrative:
(B)(4). Reported event was confirmed by review of a photograph. Visual evaluation identified the following: the flexible wires had fractured and the product was covered in biodebris. No further evaluation could be performed with the photograph provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported broken drill bit in the hip. No additional information.